Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a stent placement procedure in the bile duct. According to the complainant, during the procedure,when the stent was attempted to be released, resistance was met and the guide catheter broke. It was reported the anatomy was tortuous. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a stent placement procedure in the bile duct. According to the complainant, during the procedure,when the stent was attempted to be released, resistance was met and the guide catheter broke. It was reported the anatomy was tortuous. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The event date is unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported event of guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: the delivery system was returned for evaluation, however, the stent component was not returned. The suture was found detached from the push catheter and was also not returned. Visual evaluation of the device revealed the suture hole of the push catheter to be torn. The guide catheter was not stretched or broken in any location, however, a minor kink (suture impression) was noted at the distal end of the guide catheter indicating the suture imbedded inside the guide catheter during deployment. The reported event that the guide catheter broke was not confirmed; therefore, this is no longer an MDR reportable event. It was confirmed the correct device was returned. It is likely the noted damages occurred due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. Additional information reported the device lot number; therefore, the device expiration and manufactured dates are now known.